Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer was unable to remove the reservoir when he was changing the infusion set. He was able to remove the clear cap but not the reservoir. The customer took the insulin pump to the hospital but they were unable to remove the reservoir. The reservoir was stuck inside the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.